Event description:
It was reported patient underwent a ucl thumb repair on (B)(6) 2012. During the procedure, the surgeon drilled 1.0mm hole, inserted juggerknot, set the implant, sutured tendon, reduced tendon and the implant pulled out. Anchor was then reloaded surgeon drilled a different hole and implant pulled out the second time. A needle and suture were used to complete the case.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment." Dimensional evaluation found component to be within appropriate design specification. All components were not received. Evaluation of returned components would suggest that the proper surgical technique was not used.